Manufacturer narrative:
It was indicated the products would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was received that the device and rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise and oversensing on the device and right ventricular (rv) lead resulted in inappropriate anti-tachycardia pacing (atp). Boston scientific technical services (ts) reviewed the available data and indicated the rv lead also had intermittent low out of range impedance measurements. Ts could not determine the source of the noise from the information provided. Ts confirmed there was no asystole greater than two seconds as a result of the noise and oversensing. A revision procedure was scheduled. No adverse patient effects were reported.